Manufacturer narrative:
UDI#: in the absence of a reported part number, the UDI cannot be calculated. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. The lot history review could not be performed as the lot number is unknown. Based on the information reviewed, there is no indication of a product quality issue. A definitive cause for the reported patient effect of cardiac tamponade could not be determined. Additionally, the patient effect of tissue damage was due to procedural conditions and death was due to reported cardiac tamponade. The reported dyspnea was a cascading effect of tissue damage. The reported patient effects of cardiac tamponade, dyspnea, tissue damage and death are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The UDI is not provided as the part and lot number is unknown.

Event description:
This is being filed to report tissue damage, cardiac tamponade, prolonged hospitalization, and death. User facility medwatch report received that states, "my dad went for elective mitraclip surgery at hosp. The surgeon told my mother, during the case he had to stop it because each time he would attempt, he would damage the valve. My father was sent home the next morning and died of what appears to be cardiac tamponade on the (B)(6). His symptoms were shortness of breath, jugular vein distention, abdominla distendion, and decreased urine output even when adding additional diuretics. His bun continued to rise during this treatment. As trying best with diuretics to get the fluid off of him which we could never totally do." No additional information was provided.